Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient is implanted with a pulsar hm and has electrodes 11 and 12 deactivated because they are extra-cochlear. At his test programming appointment in (B) (6) 2008, channel 3 was hi and his audiologist deactivated it. The patient was scheduled to return in 6 months, but will come in sooner if he has any further problems. Additional information received on 01/14/2009 - the patient's audiologist called to report that the patient now has 11 hi channels and is hearing static. She carried out testing several times and got 11 hi channels and a gp of '--', integrity and coupling were ok. Testing was then carried out with the patient pressing on the dib coil and got a gp of .65 and 8 hi channels and 4 ok channels. The patient left the clinic wearing a ssm coil, which gave him a little bit of sound quality improvement. There are no reports of accidents or trauma to the implant site. He did have surgery on his contra-lateral ear on (B) (6) 2008, with his physician performing an endolymphatic sac decompression. When the audiologist saw the patient on (B) (6) 2008, all testing results were completely normal.